Event description:
Physician reported pt was overmedicated due to a programming error. Dose was programmed to mcg/kg day instead of mcg/day. Pt sedated but easily arousable. Recovered without incident. Vomiting occurred during the event but was thought to be due to concomitant use of morphine.